Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with preoperative diagnosis of cervical spinal stenosis with cervical disk herniation and cord compression with myelopathy and underwent following operations: posterior cervical laminectomy c2-7. Posterior cervical fusion c2-7 utilizing oasys posterior fixation, local bone and rhbmp-2/acs. Per operative report: "posterolateral bed decorticated with the bur, packed with the local products of laminectomy and spinous process resection and decompression as well as some rhbmp-2/acs and bone graft matrix bulking agent". Transcranial motor monitoring as well a somatosensory evoked potential was monitored with improvement throughout the case. Fluoroscope draped sterilely into the field for periodic radiographic confirmation of screw placement and proper levels of decompression. On an unknown date post-op, patient alleged unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.